Event description:
The user facility reported that the patient was started on treatment with no problems. After 15 minutes, it was noticed that the arterial header was leaking, and blood was running down the outside of the dialyzer and onto the floor. The blood flow rate was 450 mls/minute; the dialysate flow rate was 675 mls/minute. Hemodialysis was discontinued and no blood was returned. Estimated blood loss was 100 mls. The patient was asymptomatic and was fine without any medical intervention. Sample disposed.

Manufacturer narrative:
The device has not been returned for physical evaluation. A plant investigation is still ongoing and a supplemental report will be submitted upon completion.